Event description:
It was reported that the metal pin on the tip of the device broke off when drilling into the proximal phalanx; the tip was retained in the patient, unretrieved. The surgeon partially pushed the pin in with the kwire that accompanied the set, then manually inserted the remainder of the pin. After it was determined that the metal tip broke off, no x-ray was taken to confirm the tip position, but the surgeon verified the tip was not floating; the toe was flexed to make sure nothing was grinding in the mtp joint. The case was completed successfully. Insertion site: second digit right foot. Follow-up information was provided that the procedure was a hammer toe correction. The bone was not pre-drilled with a pilot hole. Quality of bone was hard. Patient current condition is fine. No further information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but per the customer will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is improper bone preparation. Directions for use (dfu-0107) recommends to use the metal trocar tip of the pin or k-wire to create a pilot hole in the shaft of the proximal phalanx, to remove the pin, and to drill the metal trocar tip of the pin distally through the tip of the toe. This is the first complaint of this type for this part/lot combination. The potential cause of this event is being communicated to the event reporter.